Event description:
It was reported that during a pneumonectomy procedure, clips fell out of instrument and could be removed. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.